Manufacturer narrative:
The device has been requested for evaluation but has not been received.

Event description:
The facility reported an infusion pump with a failure code 812:02. The failure was reported to have occurred during biomed testing.